Manufacturer narrative:
(B) (4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was also reported that the 3.0 x 18 mm xience v stent was implanted without pre-dilatation. It should be noted that the xience v IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unk whether direct stenting of the lesion contributed to the reported patient effect.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 2 months after the procedure. It was reported via trial that in (B) (6) 2009, the patient was diagnosed with lung cancer with metastasis. The patient was admitted to the hospital on (B) (6) 2009, and underwent direct stenting in the mid left anterior descending (lad) artery on (B) (6) 2009. The patient was discharged on (B) (6) 2009. On (B) (6) 2009, the patient expired at home with hospice care. Neither an autopsy, angiography, or ivus were performed. There was no acute coronary event at the time of death. No additional information was provided.